Event description:
The following has been reported: biomed reported: the following pump displays service required upon turning on device. Attached, the log files for the pump. No patient harm was reported for this issue. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.